Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the visual inspection and functional test performed on the returned device, the device did not meet the standard specification. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely damage to the image sensor unit caused no image to occur. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope had no image on the monitor. The issue occurred during preparation for use for a diagnostic drug-induced sleep endoscopy (dise), and the procedure was completed with a non-olympus device without delay. There were no reports of patient harm.